Manufacturer narrative:
Device evaluation: lens was returned stuck in cartridge. There is no visible damage to the delivery device. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a 13.2mm micl13.2 implantable collamer lens, -14.0 tore during the loading process. There was no patient contact and the backup lens was implanted. The reporter stated that the cause of the event was unknown.

Manufacturer narrative:
Type of report; previous report should be checked "30 day" and "initial". (B)(4).